Manufacturer narrative:
Follow-up #1: date of submission 01/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: call service 078 alarms were observed in the pump's black box history. The pump case was removed and moisture corrosion was found on the motor flex contacts and connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.